Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4). No evaluation data was provided to philips.

Event description:
The customer reported the ventilator alarmed with low leak co2 rebreathing risk. The customer reported there was no patient involvement.